Manufacturer narrative:
The insulin pump had minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported by the customer's mother that she thinks there is either a deep scratch or crack across the screen. Customer had been asleep over at a friend's house and customer's mother is unsure of how the damage may have happened. Customer's mother was advised that if she feels it is more likely to be a crack, it can potentially lead to moisture damage. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).